Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was again only feeling stimulation when standing. It was noted the patient had no stimulation sensation when sitting or lying down. It was reported the patient was previously feeling stimulation all of the time. It was reported the patient had a loss of therapeutic effect and experienced pain. It was noted the patient had an MRI of their right hand and had to lie on their stomach for an hour. It was reported the patient was "bawling" from the discomfort. It was noted stimulation felt different after the MRI; the patient could not feel stimulation as much while walking or sitting. It was reported the patient could only feel stimulation when lying down.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient saw the manufacturer¿s representative about the loss of therapeutic effect ¿she thought a couple of months ago.¿ it was stated that the patient¿s stimulation stopped working, but it was resolved when the manufacturer¿s representative made adjustment to her stimulation. It was stated that he ¿had to raise it he upped her number and it relieved her pain.¿

Event description:
It was reported that there was a loss of therapeutic effect it was noted that on program #1, the patient had stimulation at 7.0 and on program #2 at 7.1. The patient reportedly could not feel stimulation when sitting down and if the patient stands they could feel it lightly. It was noted that the patient was told not to sleep with stimulation on so that they won¿t get used to it. The patient reportedly ¿had a big butt and hips¿ and it bothered them to sleep on their backside. It was noted that the patient had inserts in their heels for spinal hook. It was noted that the changes occurred yesterday. The patient¿s implanted was reportedly fully charged. It was also noted that there was no known accident or incident related to this issue.